Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, secondary findings were observed. There were zero error codes present were found. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box h: device manufacturers: if follow-up, what type? Required was updated (previously it was blank), manufacture date (rfb) must be blank (previously it was wrong).

Manufacturer narrative:
Box d : model number and catalog item were updated.